Event description:
It was reported that the coil broke, requiring snaring. A 6mm x 20cm embold fibered coil was selected for use in a gastroduodenal artery (gda) embolization procedure. Prior to this event, a few embold coils were successfully deployed. During placement of the last coil, the microcatheter was in the coil pack when it was determined that the coil needed to be retracted. While attempting to retract, it was discovered the coil was stuck in the coil pack, and the coil began to unwind and stretch. Further attempts to retract resulted in the coil continuing to unwind up to the sheath, and the coil broke apart and snapped. The coil was successfully snared out of the patient. No patient complications were reported.